Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient drank cola to increase his bg level. He lost consciousness, and his family called emergency medical services (ems). The patient thought his bg finger stick value was 36 mg/dl and the cgm value was 66 mg/dl. The emergency doctor treated him with IV glucose. He did not go to the hospital. The emergency physician was able to stabilize his bg level. At the time of the report, the patient was doing okay but felt shaky. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.